Manufacturer narrative:
This product is not marketed in the us. Device evaluation: evaluation of the returned sample found the rod cap was removed from the rod ahead to expected position and the rod run over the lens. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down to the final position. There was no irregularity found on the injector and iol, all met criteria. (B)(4).

Event description:
The reporter stated that upon handling the screw plunger of a ks-3ai aq310a1, 21.5 diopter, preloaded injector, the rod passed above the iol. The iol did not move at all. There was no health injury and the surgery was cancelled.

Manufacturer narrative:
Method: work order search: no similar complaint was found for units within the same lot. (B)(4).